Manufacturer narrative:
The customer¿s complaint of a leak could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported these do not always stay attached to the hub of the IV catheter, and over time or with patient movement, they have a tendency to unscrew from the hub, which happened yesterday during an infusion. Flebogamma (IV immunoglobulin) leaked on the patient. There was no patient harm.